Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to physical stress applied to the insertion part during handling by the user. The event can be detected/prevented by following the instructions for use which state: 1) "inspection of the endoscopic image." 2) "do not strike, hit, or drop the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was confirmed. The evaluation found that the scope's image had noise with b30 error code. During troubleshooting found that the charge-coupled device (ccd) was the root cause of the image problem. The scope connector and the body control unit are dry, no sign of fluid invasion. Dents were noted on the distal end cover which is evidence of impact that could damage the ccd which can be attributed to the image problem. The scope was also aerated for 2 hours and after aeration the noise and b30 error code remained on the image. In addition to the findings reported in b5, the following non-reportable malfunctions were identified: exera identification chip had no data; the distal end glue chipped off exposing the thread; and insertion tube had minor scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, while reprocessing the evis exera iii bronchovideoscope a scope communication error occurred (no code provided). There was no patient harm associated with the event.